Event description:
The following was reported to hamilton medical ag: the report from hospital say: at 10:30 am on june 18, 2024, anesthesia medical staff turned on the hamilton-c1 ventilator to check its function. After pressing the touch screen buttons, there was no response. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: at 10:30 am on june 18, 2024, anesthesia medical staff turned on the hamilton-c1 ventilator to check its function. After pressing the touch screen buttons, there was no response. No patient involvement.